Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited an impedance of greater than 3000 ohms in both configurations. The lead will be monitored.